Event description:
The following was reported by the user facility: it was reported that two dialyzers caused blood leak onto casing during treatment. Estimated blood loss: 50 cc's. There was no pt injury, this MDR is being filed to document the malfunction.

Manufacturer narrative:
Based on the info provided, no definitive conclusion can be made. The subject product was not returned therefore no evaluation can be performed. A mfg review was performed and no discrepancies or non-conformances were noted.